Manufacturer narrative:
Per the clinic, the patient's device was explanted on (b)(6 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on november 1, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a lack of communication to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Revision sugery is planned; however, has yet to occur as of the date of this report.